Event description:
It was reported during routine follow up that this right ventricular (rv) lead exhibited high out of range pacing and shock impedances measurements. This lead was also noted to have exhibited noise, loss of capture, and oversensing due to suspected conductor fracture. The device system was turned off and the patient hospitalized. This lead was subsequently surgically abandoned and replaced. No additional adverse patient effects were reported.